Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 02/23/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that oozing occurred during a laparoscopic sigmoid colectomy even though end tones, indicating a completed seal cycle, were heard. This occurred after a few hours into the procedure. A second device of the same type was used to complete the case and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.